Event description:
Two hst's (cna's) assisting resident with a transfer from chair into bed using an ez way smart lift. All 4 loops of the sling were attached to the hooks on the lift. One hst began raising the lift and the other hst removed chair from under resident as resident was being lifted out of the chair. Top right loop of sling came off of the hook on the lift and resident fell to the floor. The sling used in the incident is in excellent condition. The resident had a small abrasion to the back of the head. The resident has remained at her baseline status.